Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment occurred. The target lesion was located below an unspecified knee. A 300cm v-14 guide wire was advanced through some areas of calcification and when the guide wire was pulled back, a tip detachment was noted. The guide wire tip was really mangled. The v-14 guide wire was slowly removed and the procedure was completed with a non bsc guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).